Event description:
The reporter stated that reporter did meter to lab comparison tests, side by side, using a venous sample for both. The result was 341 mg/dl on reporter's meter, and the lab result was 275 mg/dl. Reporter did not have any symptoms. A control solution test was in range, 129 (101-152) mg/dl. On follow-up, the reporter stated that reporter had never cleaned reporter's meter. No harm was alleged.